Manufacturer narrative:
(B)(4) - against resistance. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure, while advancing a 3.0x20 nc trek rx balloon dilatation catheter (bdc) toward a lesion in a moderately tortuous mid right coronary artery, prior to crossing the lesion, resistance was felt against the vessel, force was applied, and the proximal shaft became bent; thus, the nc trek rx bdc was withdrawn from the anatomy without resistance felt. However, during the withdrawal, the proximal shaft separated. Both pieces were able to be simply withdrawn from the anatomy. A 3.0x20 non-abbott bdc was used in successfully completing the procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.